Event description:
It was reported that the patient underwent a vaginal hysterectomy with anterior and posterior repair in 2001. The patient presented with bleeding and discharge. The physician performed a local excision of suture and granulation tissue and the patient required multiple office visits.